Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks due to sinus tachycardia while dancing. It was noted that therapy was exhausted, but the patient's rhythm slowed on its own. The patient also had questions regarding electromagnetic interference (emi) interactions and their device. The device was reprogrammed with detection enhancements. No adverse patient effects were reported.